Event description:
Per the cvicu rn, patient was started on a propofol drip at intensivist orders which was eventually titrated to 30 mcg which was 14 ml/hr. Blood pressure was noted to drop from 170's to 70's and propofol was noted to be dripping fast despite set rate. Tubing was immediately clamped and alaris channel turned off. Increased levophed to compensate, intensivist at bedside, bp still dropping, code blue called. Reference reports: mw5118449, mw5118450, mw5118452, mw5118453.